Event description:
It was reported that the customer received a continuous glucose monitor error 42. The caller's blood glucose level was reported as being within the normal range. Technical support provided the caller with detailed instructions for resetting the pump, which resolved the issue, and the caller was able to successfully start their sensor session.